Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which now indicated that the hematoma event was considered resolved approximately 3 months following onset.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), a right groin hematoma developed. Computed tomography (CT) angiogram showed a large subcutaneous hematoma. It was noted that the dcs was inserted via the right femoral access site. The minimum diameter of the access vessel was 5.9 millimeter (mm). Ultrasound performed one day following tavi showed an extensive hematoma. Hemoglobin (hb) was 8.8 grams per deciliter (g/dl). Two units of blood were transfused. The next day it was observed that the hematoma extended to the abdomen and required right groin exploration. Evacuation of the hematoma was performed and antibiotic intravenous therapy (IV) medication was administered. A drain tube was inserted and the site was drained. A non-medtronic incision management system (prevena) was required with six days of bed rest. Debridement of the wound was performed two weeks following tavi. The event required prolongation of hospitalization. The event was noted to be resolved approximately one month after onset. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutpro-29, product type: 0195-heart valves, implant date: (B)(6) 2023, serial number:(B)(6); product ID l-envpro-16, product type: 0195-heart valves, lot number: 0011571297; product ID prevena, product type: a non-medtronic incision management system, lot number: unknown. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.